Event description:
Customer states that the doctor was marking the surface of the eye for a specialty iol and the marker leaked into the eye. They used a special machine to mark the eye so they could continue with the procedure.